Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient has our interstim stimulator and she loves it. She said, it works great. The last five years had several MRI's. Patient has other issues with health. A lot of the scans were not of the head. Patient didn't know she wasn't supposed to. Every hospital said the scan was ok. When she had them she felt different. Patient services asked when they occurred and she said she would have to dig up all that information. Reviewed guidelines of other diagnostics she could have.